Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during a defibrillator revision, a capped chronic ventricular lead, was damaged and then explanted. During the revision, new leads were placed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and the outer insulation was melted. It was noted that the proximal conductor was distorted, the proximal conductor was cut, the distal conductor was stretched, there was blood/body fluid on all conductors (not obstructed), the outer insulation had cosmetic environmental stress cracking, the inner insulation was torn, the outer insulation was torn, there was apparent explant damage and the lead was stretched.

Event description:
It was reported that during a defibrillator revision, a capped chronic ventricular lead, was damaged and then explanted. During the revision, new leads were placed. There were no patient complications reported as a result of this event.